Event description:
It was reported that the patient had not been using the device stimulation for some time, and after a programming session stimulation was only on the lower left side area. The stimulation was turned off and five minutes later while speaking with the physician the patient lost cognitive abilities. She was unable to speak clearly nor keep a coherent train of thought. The patient stated this was an unusual occurrence for her. After some time the patient regained the ability to speak clearly. The physician suspected a possible stroke, and the patient was sent to the hospital emergency room, ER, for diagnostics. No other information has been received despite multiple efforts. Additional information was received that the patient underwent diagnostics and a stroke was not confirmed, and she regained cognitive function since the event.

Event description:
It was reported that the patient had not been using the device stimulation for some time, and after a programming session stimulation was only on the lower left side area. The stimulation was turned off and five minutes later while speaking with the physician the patient lost cognitive abilities. She was unable to speak clearly nor keep a coherent train of thought. The patient stated this was an unusual occurrence for her. After some time the patient regained the ability to speak clearly. The physician suspected a possible stroke, and the patient was sent to the hospital emergency room, ER, for diagnostics. No other information has been received despite multiple efforts.